Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system displayed high out of range left ventricular (lv) pacing impedances of greater than 2500 ohms. It was noted the lv pacing impedance has been out of range for more than a year. The threshold measurement was around 3v. There was no additional data available beyond a year. It was discussed, since the threshold and sensing were okay, that the patient will continue to be monitored. At this time, this crt-d remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system displayed high out of range left ventricular (lv) pacing impedances of greater than 2500 ohms. It was noted the lv pacing impedance has been out of range for more than a year. The threshold measurement was around 3v. There was no additional data available beyond a year. It was discussed, since the threshold and sensing were okay, that the patient will continue to be monitored. At this time, this crt-d remains in service and there were no adverse patient effects reported.